Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the threads of the battery compartment and cap were stripped/damaged, the battery cap was unable to properly secure to the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered up with a test battery cap to a dim display. The test battery cap fully tightened to the pump. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find no evidence of moisture or loose components. A cold solder connection was found on a ground pin on the transceiver board. The alleged intermittent power issue was due to battery cap/compartment damage.